Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol 3dmax device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges recurrence. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent left inguinal hernia repair. A bard/davol 3dmax was implanted in the patient during this repair. Ni/ni/ni: the patient began suffering increasing pain in the site where he had the surgery. On (B)(6) 2016: the patient underwent recurrent left inguinal hernia repair. The physician noted that the hernia recurred both directly and indirectly. The patient continues to experience pain at he site which significantly impairs his quality of life. The mesh implanted in the patient failed to reasonably perform as intended. The product caused serious injury and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has been injured, sustained severe pain, suffering, anxiety and impairment.